Event description:
The device broke outside the patient. There was no patient involvement. There is no additional information available.

Manufacturer narrative:
Correction: device avail. For eval? - corrected. Device returned to MFR.? - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. The returned device was received in two segments. The fracture was located at approximately 96.5 cm from the proximal end. Scanning electron microscopy (sem) was performed on the fracture surfaces. Both the proximal segment and distal segment exhibited tension and compression zones. The damage noted to the device most likely related to the manner the device was handled during preparation. It was concluded that the fracture occurred due to a bending overload with a tensional event. Therefore, a root cause of handling damage has been assigned to this investigation.

Event description:
The device broke outside the patient. There was no patient involvement. There is no additional information available.